Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently unable to charge using the tandem-provided usb cable and wall adapter. The customer's blood glucose (bg) was 127 mg/dl. A replacement usb cable and wall adapter were sent to the customer. The customer indicated that tandem technical support (cts) would be contacted if the issue was not resolved. The customer did not contact cts regarding the reported issue.